Event description:
This male pt was admitted for stenting of a 90%, heavily calcified lesion in the left superficial femoral artery. The artery was described as heavily tortuous. The lesion was accessed via contra-lateral approach. When the smart control 8x40mm stent was inserted, resistance was felt. It was difficult to track through the vessel due the tortuousness. The delivery system was removed, and it was noted that the stent was exposed approximately 1mm from the itp. The procedure was completed without problems using other new product. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.